Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced ongoing "high" blood glucose (bg) levels (specific bg value was not provided); cause was unknown. A manual injection and correction bolus via the pump was administered to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.